Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that additional actions/interventions being taken to resolve the issues of the change in stimulation, the loss of pain relief, and the lead migration has been that their settings were changed to group "b". This did help in reducing the pain. The patient also instructed to go to group "c", if necessary. The patient's stimulator is now controlling the pain around 95% of the time depending on activity. The patient notes that they do rise from sleep with pain and sometimes has to use the medicine to get it back in check, but the patient noted that it is much better.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that she had been having problems with pain control. Patient said she usually took one hydromorphone in the morning when she got out of bed because she hurt after laying in bed all night that she could barely walk but she had been taking the pain killer more often because she was in more pain. Patient said she met with a manufacturer representative for reprogramming. The manufacturer representative reprogrammed the device and said that reprogramming made her feel better but still hadn't completely resolved the issue because she was on group b and felt stimulation all the way up on her left side but not on her right side where she wanted to feel it as well. Patient got x-ray and is going to see the manufacturer representative at health care professional appointment in a couple weeks to see results and proceed as appropriate from there. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. The patient reported that the cause of the change in stimulation and the loss of pain relief was determined to be that the leads are out of place on one side. Additionally, the patient noted something about anterior in the thoracic area. It was noted that changing to group b helped and it is better but the patient is still returning to their physician to discuss results of the x-rays and possible options.